Manufacturer narrative:
(B)(4). Age was initially reported as (B)(6) years; however, received date of birth which indicated patient is (B)(6) years. It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the suture could not be replicated in a testing environment as the suture was not returned for analysis. The reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant medical product: sheath size changed from 6f to 8f. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide devices referenced are being filed under separate medwatch manufacturer report numbers.

Event description:
Subsequent to the initial medwatch report, additional information was received. It was reported that an arteriotomy closure of a right common femoral artery was attempted using three proglide devices via an 8f sheath after a percutaneous coronary interventional (pci) and carotid stenting procedure. Reportedly, all three proglide devices were deployed but the sutures did not capture the vessel wall and the sutures came out. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, there was some resistance while positioning the proglide device in the vessel prior to deploying the foot and when the device was removed the suture also came out. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.